Event description:
The patient is a male who underwent interstim implant two years ago. Apparently, there was some difficulties with infection shortly thereafter. The device had to be explanted. The patient got several days of IV antibiotics in the hospital, and then 10 days of pill antibiotics. He had a device reimplanted 18 months ago. His original history is a tethered cord, for which he underwent an untethering procedure 4 years ago which was complicated by a neurogenic bladder. He does catheterizations several times per day. He was admitted recently for generator replacement of a non functioning generator.